Event description:
Boston scientific received information that this atrial lead was surgically abandoned due to impedance measurements that were greater than 2500 ohms. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.